Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was being activated despite no user interaction. Reportedly, the pump touchscreen activated the bolus delivery menu and delivered a bolus to the customer without any user interaction. Pump data was not available for tandem technical support to perform a review to determine a possible cause. The customer's blood glucose ranged between 180-220mg/dl. During troubleshooting with tandem technical support, the touchscreen performed as intended. Reportedly the customer continued to use the pump for insulin therapy.